Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. No button error alarm noted during testing. Unit had intermittent buttons response due to flattened (creased) act button dome switch. However, unit passed self-test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test. No delivery alarm noted during testing. Unit had broken battery tube threads. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call that the pieces are falling off the reservoir compartment and act button is harder to press. The customer¿s blood glucose level was over 200 at the time of the incident. The insulin pump will not be returned for analysis.